Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer did not have any process errors and quality controls were within range. A siemens headquarter support center (hsc) reviewed the instrument data which indicated that the operator processed the serum sample in "urine mode". Dimension vista has different internal method parameters in the serum/plasma and urine modes to correlate to standardized recovery for the two sample modes primarily to offset the difference in protein concentration between serum/plasma and urine samples in comparison to aqueous standards. The cause for operator running a serum sample in the urine mode is failure to follow instructions. The cause of the discordant, falsely depressed na and k results on one patient sample was due to a user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na) and potassium (k) results were obtained on one serum patient sample upon repeat testing in "urine mode" on a dimension vista 500 instrument (dv330327). The discordant results were obtained when the serum sample was erroneously run as urine on the instrument. The discordant results were not reported to the physician(s). The sample was initially tested on this dimension vista instrument (dv330327) in "serum mode", resulting as expected the sample was then tested multiple times on the original dimension vista instrument and on an alternate dimension vista instrument (dv330336), resulting falsely low when run erroneously in urine mode and as expected when run as serum or plasma. The results obtained on the alternate dimension vista instrument (dv330336) in "serum mode" were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na and k results.